Manufacturer narrative:
(B) (4). Cause of slippage unk. Stent slippage not noted prior to use in pt.

Event description:
An endeavor rx drug-eluting coronary stent system, length 12mm, diameter 3.5mm was intended to treat a lesion in a pt. It was reported that the stent slipped off the delivery system. When the device was inserted into the pt and viewed under fluoroscopy, it was noted the stent was not on the balloon. The stent was found in the protective sheath. This suggests that the stent may have been inspected prior to use as is recommended in the endeavor rx IFU. Another endeavor was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for eval. The stent, stylette and protective sheath were not returned. The balloon had been inflated. No damage was noted to the device. Review of crimp data sheets confirmed that all equipment set ups were completed as per specification and all stents were crimped within specification requirements.